Event description:
Caller reported alarm 2 followed by alarm 26. There was no adverse impact to the customer's blood glucose level. Customer was advised by technical support to disconnect tubing, tighten the t: lock, position tubing downward, and deliver a 5-unit bolus, though the insulin on board would be affected. They were unable to continue using the current cartridge due to alarm 30, and technical support decided to replace the pump. Reportedly, the customer reverted to an alternate method insulin therapy.